Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the segment broken, the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the electrical pin connector corroded, the lg connector corroded, the nozzle gluing missing, the junction case leak, the control body dirty, the objective lens disinfections damage, the lcb distal cover glass disinfections damage, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).